Event description:
It was reported that a er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument was fired successfully twice after preloading after opening. It then appeared to be "out of sync", when the jaw closed and fired, no clip was applied. A second firing would result in an unclosed clip being fired. This occurred 3-4 times. A new applier was used to complete the case. There was no consequence to the pt.